Event description:
The initial reporter complained of questionable results for multiple patient samples tested on a cobas 8000 ise module. The module generated a sample probe alarm at 10:10 p.m. On (B)(6) 2021. The alarm occurred on one sample and no results were produced from that sample. The sample appeared short and there was gel at an angle. The customer found gel on the sample probe and replaced it. The customer repeated approximately 300 patient samples that had been run and reported after the alarm occurred but prior to replacing the sample probe. Corrected reports were issued for 45 patient samples. The customer provided examples of discrepant results for 2 patient samples tested for ise indirect na+ for gen.2 (na+). Patient 1 initial result was 145.5 mmol/l. The repeat result was 139.9 mmol/l. Patient 2 initial result was 147.6 mmol/l. The repeat result was 139.7 mmol/l. The na+ electrode lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer (fse) found the issue was the sample probe aspirating sample clot or gel from the short sample. The fse performed precision tests with acceptable results. Calibration was last performed on (B)(6) 2021 with acceptable results. Qc was within range prior to the event. Multiple sample probe alarms were observed on the alarm trace data. These are indicators of possible poor sample quality. The issue was resolved by the customer¿s troubleshooting actions.